Event description:
It was reported that an unspecified number of syringe 0.5ml 31ga 6mm 10 bag 500 sla experienced product damage with the device still considered operable, and a breach in sterility. Product defects were noticed prior to use. The following information was provided by the initial reporter: open bag. Syringe without plunger rod.

Manufacturer narrative:
Per additional information, the event description and device codes have been updated. The following information has been updated: even description: it was reported that an unspecified number of syringe 0.5ml 31ga 6mm 10 bag 500 sla experienced product damage with the device still considered operable, and a breach in sterility. Product defects were noticed prior to use. The following information was provided by the initial reporter: open bag. Syringe without plunger rod.

Event description:
It was reported that an unspecified number of syringe 0.5ml 31ga 6mm 10 bag 500 sla experienced product damage with the device still considered operable, and a breach in sterility. Product defects were noticed prior to use. The following information was provided by the initial reporter: open bag. Syringe without plunger rod.

Manufacturer narrative:
H.6. Investigation summary: customer returned photos of a poly bag of 3/10cc syringes. Customer states that the bag was open, the syringe was without the plunger rod, and the syringe and plunger cap were damaged. The photos were examined and exhibited one syringe with a damaged plunger rod, broken thumb press, and the cap crushed and caught in the open seal of the poly bag. A review of the device history record was completed for batch# 7352816. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. As per investigation completed by manufacturing, "on 19jul2019, holdrege received a complaint, via (3) photos, for 0.5ml, 31ga x 6mm syringes, material 324917, batch 7352816. The pictures show a syringe with a damaged plunger with a missing thumb press and cap, a polybag with an open top seal with a damaged/crushed cap stuck to the open seal. Process summary: a dial transfers the correct number of syringes to a tube where they drop by gravity through the tube coming to rest on top of the polybag sealing jaws. The polybag is formed by web that is wrapped around a metal tube where the sides of the web overlap and are sealed to form the vertical seal. Sealing jaws form the polybag bottom, as well as the top of the previous polybag. Between the sealing jaws is a knife that severs the bag from the roll. Root cause for the damage is from a jaw jam on the form, fill and seal packaging machine. Dispatch (B)(4) was created during the production of this batch for excessive jaw jams. The corrective action was to adjust the indexers as the drop wheels were not centered over the drop tubes."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe 0.5 ml 31ga 6 mm 10 bag 500 sla experienced product damage with the device still considered operable. Product defect was noticed prior to use. The following information was provided by the initial reporter: open bag. Syringe without plunger rod.